Event description:
This pt was undergoing coil emmolization within the middle cerebral artery aneurysm. During attempt to reposition the coil few times, no resistance was felt, but the coil detached. The coil was detached at the gripper zone, but not stretched. The mc was withdrawn and afterwards, the physician removed the coil fully intact using a lasso. Reportedly, the same syringe was used to place other coils. Before attempting to deploy the coil the syringe did not exceed the black line beyond position #3. The position of the mc in relation to the coil was in alignment. The coil was out of the aneurysm when the event happened. The mc was positioned at the neck and continuous flush was maintained within the mc. There was no adverse effect to the pt.